Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The hard drive was installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 6800 system would not boot up prior to a case. No patient injury was reported.